Event description:
It was reported that the bd ultra-fine¿ mini pen needle cannula tip broke. The following information was provided by the initial reporter: "consumer, then placed outer cover over the patient end needle, tapped the needle with cover and the needle tip broke off the needle. Consumer was not harmed with this incident."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 28-mar-2022. H.6. Investigation: customer returned 2 used and 6 unused 5mm, 31 gauge pen needles. The teardrop labels on the unused pen needles show they are from lot 1229450. Inspection of the used pen needles found that the non-patient end of the cannula was undamaged on both used samples. One of the used pen needles was found to have had the patient end of its cannula bent, while the other has had this same end broken off halfway down its length. The fractured needle¿s break point is approximately in the same location as the bend on the bent needle. These damages appear to have been caused by the result of stresses applied during use and also potentially contact with other pen needle components, such as the outer cover during reshielding. The remaining unused pen needles were all found to be undamaged. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a pen needle cannula breaking off during use. The root cause of the pen needle cannula breaking off may be unexpectedly high forces placed across the cannula, potentially during use and/or contact with other components during reshielding.

Event description:
It was reported that the bd ultra-fine¿ mini pen needle cannula tip broke. The following information was provided by the initial reporter: "consumer, then placed outer cover over the patient end needle, tapped the needle with cover and the needle tip broke off the needle. Consumer was not harmed with this incident."